Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.